Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on and led segments on the led digits failed to fully light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the failed led segments had an open circuit. The system circuit board has an open circuit in the failed led segment, resulting in led digits not lighting up. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported a missing segment in the display. No patient impact or consequences were reported.